Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's center button was not working. The customer stated insulin pump had an alarm when she noticed that the center button was not working. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was moving with no input. Customer stated that there was no response from any button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with no select button response due to corroded keypad traces. Unable to perform the self test and displacement test due to no button response.